Event description:
Customer reported receiving inaccurately high readings. Customer received readings of 71, 61, 87, and 112 mg/dl during a seizure event. Orange juice was provided to customer to raise glucose levels.